Event description:
It was reported that during implant attempt, there was an extension and retraction malfunction of the lead, as an excessive number of turns were required to extend and retract the helix, and there remained a lot of tension on the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.